Event description:
Completed medwatch received from user facility reporting a pt event requiring medical intervention. The arterial bloodline is identified as the possible cause of the event. Info received from the dialysis unit charge nurse. The pt presented to the facility offering no unusual complaints. The facility reprocesses both the arterial bloodline and dialyzer. The line was on use #9 - dialyzer use #28. Dialysis was initiated without difficulty. Pre bp was 158/78. The prescription for this pt is for a 4 hour dialysis treatment 3 x weekly on an f-8 dialyzer, bloodflow @ 400 cc/min, dialysate flow @ 700cc/mm, dialysate concentrate formula #9002 (2.0m/eq k, 3.5 m/eq ca). The vascular access is a leg graft and is cannulated with 2-15g x1 in fistula needles. A new site was for the venous needle this day. Venous pressure usually ranges 180 - 210 mmhg. The day of the event the vp was 130 - 140 mmgh. Approx 3 1/2 hrs into the treatment, the pt complained of headache and nausea. The treatment was discontinued, with subsequent improvement in symptoms. Post bp was 149/82. The pt was discharged to home. It was learned after this that the pt had vomited whole waiting to leave but had refused to return to the dialysis room. The pt presented to the acute hosp on 2/7 with complaints of headache, nausea and abd. Pain. The pt was admitted with a dx of hemolysis. Hgb pre event on 2/2 12.1, 2/7 10.5 and 2/8 10.4. The pt was not transfused. The pt returned to the outpatient setting after 3 days and has had no further difficulty.